Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a repeater pump tube set had a black particle inside sealed bag. This issue occurred during prepping load. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : the device was manufactured june 05, 2018 - june 11, 2018. The device was received for evaluation. Unaided visual inspection was performed which observed a loose black foreign matter on the inside of the sealed packaging. The reported condition was verified. The cause of the condition was not determined. No functional testing was performed for this complaint. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.